Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing and displayed a service code 2102.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2102) was confirmed. Per 91c0011, the belt was unable to send data to the belt node due to therapy electrode falloff failures. The cause for failure was isolated to a defective belt node. The root cause for the service code 2102 was a defective belt node. No adverse event resulted from the damaged belt.